Manufacturer narrative:
(B)(4). The sample was not returned and the lot number was unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of this report, the patient was still hospitalized and had not yet recovered from the event. Pd therapy was ongoing. Additional information was requested but is not available.